Event description:
The facility reported a pump with failure codes present that were contained in an "urgent product recall" letter. It is unknown what failure codes occurred or when these failure codes occurred.